Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter dislodged and backed out of the intrathecal space 40cm. An MRI was performed that confirmed the catheter migration. The catheter was curled up in the back access site, and the anchor was in place. It was noted that the "catheter did not migrate thru the catheter." The patient experienced symptoms of "no pain relief." The device system was used to deliver prialt. The catheter was replaced on (B)(6) 2012. Following the revision, it was reported that the patient was fine and was receiving therapy. The patient outcome was reported as no injury.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product type: programmer, patient; product ID 8711, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter; product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter. (B)(4).